Event description:
It was reported that the plaintiff underwent a revision surgery of the right hip due to metallosis, on (B)(6) 2020. During procedure it was found a dislocation of large mom prosthetic femoral head posteriorly, soft tissue destruction and fibrous fixation of the cup. The primary right bhr tha surgery was performed on (B)(6) 2010. The patient current health status is unknown.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: it was reported that right hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. A review of the historical complaints data for the acetabular cup was performed using batch numbers to evaluate patterns of repeated failures or defects over the lifetime of the product and using part numbers and the reported failure modes to evaluate patterns of repeated failures or defects in a timeframe prior 12 months as of the complaint aware date. No other complaints were identified to involve this batch. Other similar complaints were identified for the part number and the reported failure mode. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All released devices involved met manufacturing specifications upon release for distribution. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible. No further escalation actions required. Smith and nephew has not received the explanted device and/or adequate materials to fully evaluate the complaint. If additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. Based on the information provided we cannot confirm or further investigate the reported complaint, our investigation remains inconclusive, and a definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.